Manufacturer narrative:
The unit is not being returned for evaluation. It is not possible to determine an assignable cause for this issue. Insufficient info for a complete investigation. The DHR for lot 05113-01 was reviewed. The lot met manufacturing specification before released and there were no issues related to the complaint. There were 132 units released from lot 05113-01. (B)(4).

Event description:
Hp would not prime, saying "check hand piece" more than once so I replaced it.